Event description:
The following information was provided by the initial reporter: it was reported as you can see from the photo, there is a hair stuck between the needle and the cap. The hospital has not only stopped using the product but has also reported the incident. It was reported that, we submit you the following claim received from one of our customers: as you can see, final user (hospital) find a hair inside needle¿s cap.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.